Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver board.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the display did not return after battery change. The insulin pump was replaced and was returned for analysis.